Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03952. The patient received her scs system on (B)(6) 2010. It was reported that the system was explanted on (B)(6) 2010, due to infection. The explanted devices were returned to the manufacturer for evaluation. No additional information is available at this time.